Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for sleeve steering issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced into the left atrium. However, when the "m" knob was applied the cds was deflecting in the wrong direction and seemed to be mis-keyed. Resistance was not noted. Troubleshooting attempts were performed several times and with different cds devices, however the cds would not hold position. It was thought to be a malfunction or defect of the sgc key itself. The sgc was removed and a new device was used to successfully complete the procedure, reducing mr to 2-3. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient effect. No additional information was provided.

Manufacturer narrative:
Adverse event or product problem corrected: adverse event box unchecked.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. All available information was investigated and a definitive cause for the reported unintended movement/difficult to position (sleeve steering issue) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.